Manufacturer narrative:
Medwatch 1218950-1997-00010 (fu#01) mailed on 5/29/97. Item summary: model/part number: m1723b. Symptom/complaint: unit failed to discharge when used on pt although it could be tested successfully. Evaluation summary: symptoms confirmed, failure due to leaky capacitor c49 and open resistor r154. Date: 2/18/97 signature: engineer. Root cause analysis: it requires a double fault to have this failure to occur. As above, an open r 154 and a defective c49 in esd circuitry for this failure to occur. Open r154 is difficult to understand, due to severity of damage to this part. Co has not seen this severe of damage to have ever been caused by esd, even in co's most severe esd direct testing. Only scenario that can be envisioned to cause this level of damage would be that someone may have incorrectly connected a grounded dc power supply to battry input. This would explain high level of damage to r154 and weakening of c49. Date: 2/18/97 signature: engineer. Action plan: replace control pca and have mfg complete all testing of unit. Then return to customer. Date: 2/18/97 signature: engineer. Conclusion: this was an unusual failure of two components which led to a situation in which defib could pass its internal test but would not deliver energy in use. Defib, after being evaluated at engineering site was repaired at mfg site and then returned to distributor who aranged for shippinig on behalf of customer. A copy pf full eval report was sent to hp's geneva response center on 4/3/97. They will commuinicate with dealer and customer.

Event description:
A doctors surgery in ambulance svc. On arrival the paramedic, found the pt connected to a pt monitor with the dr applying CPR to the pt. The pt's heart was in ventricular fibrillation. The pt was given medication as required by the resuscitation protocol. The hp defibrillator was applied to the pt and the ECG was acquired from paddles, the paramedic took care to establish good contact with the pt. The unit was then charged to 200 joules. The unit failed to discharge on application of both discharge buttons. The unit was then tested with the paddles in the pockets and discharged successfully. It was again tried on the pt without it discharging. This procedure was repeated at least 20 times and at various energy levels, until such time as the pt was declared clinically dead. Both the attending dr and the paramedic had a excellent understanding of the operation of the unit. As standard routine the unit is tested every shift at 100 joules. The defibrillator was used successfully previously on a resuscitation attempt where the pt required 22 defibrillation discharges before normal sinus rhythm was established.